Event description:
According to the report, during am testing, the device alarmed "attach defib cable" with the defib cable already attached.

Manufacturer narrative:
In an evaluation of the device by the local physio-conrol service rep, a complete functional test was performed and proper operation was observed. The unit was returned to the customer for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit add'l info on this event to FDA.